Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation-fallopain tube ,after surgery dr told that the device had punctured my ovaries and they had to be removed."), ovarian perforation ("perforation / damage ,migration and perforation caused to my ovaries/ implant they migrated and got stuck in my ovary/ device had punctured my ovaries"), device dislocation ("migration /malposition of essure device (on top of rectum)"), device expulsion ("migration of essure device (into my uterus)/ coils had moved into uterus") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had trouble getting the coil to slide into one of my tubes.". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ bad cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal discomfort ("abdominal pressure"), anorectal discomfort ("pressure in rectum"), proctalgia ("rectal pain") and abdominal pain lower ("bad cramps."). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, anorectal discomfort and proctalgia had resolved, the ovarian perforation, device dislocation, device expulsion, genital haemorrhage, headache, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown and the migraine was resolving. The reporter considered abdominal discomfort, abdominal pain lower, anorectal discomfort, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine, ovarian perforation, pelvic pain and proctalgia to be related to essure. The reporter commented: discrepancy noted on removal date: (B)(6) 2014 and previously reported (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: per pfs:total bilateral occlusion.coil possibly extended to the uterus.; on (B)(6) 2013: per mr:there was evidence of bilateral tubal occlusion. The left essure coil appeared to be partially within the uterine cavity, although the vast majority of the essure coil was positioned normally within the proximal left fallopian tube and cornu of the uterus. The left fallopian tube was never clearly identified, as it was fully occluded, and there was no passage of dye, even partially, into the tube. The coil on the right side was visible lateral and somewhat anterior to the uterus and was either within the distal portion of the right fallopian tube or potentially had been extruded out of the tube itself into the peritoneal cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain dysmenorrhea, most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Event:perforation updated to ovarian perforation,perforation-fallopian tube after surgery dr told that the device had punctured my ovaries and they had to be removed,malposition of essure device (on top of rectum), migraines , headaches, migration of essure device :(into my uterus), dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic pain,bad cramps. Other injury(ies) or complication (s) (pressure at rectum), rectal pain , device insertion difficult were added. Lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.